Event description:
Implant surgeon reported that she implanted a composix kugel mesh in a pt in 2006 to repair a hernia recurrence. The pt later developed a fistula after implantation of the mesh. The implant surgeon reports that she was previously unaware of the complaint. Implant surgeon contacted davol to determine if the implanted composix kugel mesh was recalled.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Initial reporter declined to provide contact info, therefore, no follow-up can be made. We, therefore, consider this report complete to the best of our current knowledge.